Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Battery depletion was normal.

Event description:
It was reported that the device had early battery depletion and the lead dislodged and had no capture. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.